Event description:
Patient suffered anaphylactic shock after exposure to latex catheter; he was known to be allergic to latex; a contributing factor to this incident was the product packaging, which notes latex content in very small letters, not easily visible, compared to the large letters on package containing latex-free product. Again, this was not the primary cause of the incident, but it is considered a contributing factor. It is our concern that product label(s) do not consistently use bold or large letters to not the product contains latex, as they seem to do when they note the product is latex free.